Manufacturer narrative:
See attached analysis report.

Event description:
Reportedly the subject device was implanted on (B)(6) 2017. As on mid (B)(6) 2017 the patient¿s heart rate was below the basic rate (60 min-1), a pacemaker check was performed. No change was noted in the ventricular lead impedance, however there was an increase of the ventricular threshold and a decrease of the r-wave amplitude. While x-rays showed no obvious dislodgement of the ventricular lead it was decided to perform a re-intervention. Prior to the scheduled re-intervention, no abnormalities were observed on a pacemaker check. During the procedure, the ventricular lead was disconnected from the subject pacemaker without a lead pull test. The physician retracted the helix of the ventricular lead without testing the lead by a psa at the implant site. As the lead tip was removed from the ventricular septum once the helix was retracted, it was considered that the helix had been properly fixed in the cardiac muscle. The lead was repositioned to the ventricular apex and reconnected to the subject device, solving the issue. Lead micro-dislodgement was suspected.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly the subject device was implanted on (b)(6( 2017. As on mid-(B)(6) 2017 the patient's heart rate was below the basic rate (60 min-1), a pacemaker check was performed. No change was noted in the ventricular lead impedance, however there was an increase of the ventricular threshold and a decrease of the r-wave amplitude. While x-rays showed no obvious dislodgement of the ventricular lead it was decided to perform a re-intervention. Prior to the scheduled re-intervention, no abnormalities were observed on a pacemaker check. During the procedure, the ventricular lead was disconnected from the subject pacemaker without a lead pull test. The physician retracted the helix of the ventricular lead without testing the lead by a psa at the implant site. As the lead tip was removed from the ventricular septum once the helix was retracted, it was considered that the helix had been properly fixed in the cardiac muscle. The lead was repositioned to the ventricular apex and reconnected to the subject device, solving the issue.